Event description:
Chronic conjunctivitis, corneal edema and infiltrations when contact lenses were worn for continuous wear. This pt has no prior history of any of these conditions and the type of contact lens is FDA approved for up to 30 days continuous wear.